Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced loss of connection and a hypoglycemic event. The patient's mother reported that she woke up in the middle of the night for an unknown reason and decided to take the patient's fingerstick reading of 74 mg/dl. The continuous glucose monitor (cgm) was showing no signal at the time. Patient was administered 6.5 units of glucides by his mother. No further medical intervention was required. At the time of contact, the patient was in good condition. It was indicated that the patient is using an operating system that is not supported, which is off label usage/misuse of the device. Data investigation confirmed connection loss on (B)(6) 2019. The root cause was determined to be a temporary communication error between device and transmitter.